Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) elevated to over 500 mg/dl after receiving multiple occlusion alarms while attempting to bolus. There were no reported signs or symptoms of hyperglycemia. The patient stated that she changed the infusion site twice and the cartridge once in an attempt to rectify the issue. She stated that she administered a correction injection for the elevated bg, and her bg came down to 496 mg/dl prior to calling customer support. A review of the pump history indicated multiple boluses had been partially delivered due to occlusions. The patient stated that she has been using the same side of her abdomen for insertion sites since 2003. She denied any site or set issues. Customer support concluded that site exhaustion contributed to the reported occlusions, and advised the patient to monitor her bg closely and to contact her health care provider if needed. The patient stated that she would change sites to the other side of her abdomen and resume insulin pump therapy. There was no malfunction noted with the pump. The pump was found to be alarming appropriately. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no occlusion alarms occurring. Two boluses were programmed and delivered successfully with no occlusion alarms. A review of the black box from (B)(6) 2012 to (B)(6) 2012 showed no evidence of occlusion alarms, and there were no occlusion alarms found in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.